Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The device contained magnesium sulfate (25g) in sodium chloride 0.9%. This occurred during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between may 27-30, 2023. H11: the actual device, a video of the sample and four photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not easily identified by initial visual inspection on the returned sample. During the visual inspection, leakage from the administration spike port was clearly visible in the photograph samples and the product captured in the video. Functional testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.